Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. MRI technician called to report they started MRI spine scan on patient but they did not know the patient had an implanted device. Caller stated they only did a 20 second locator scan and patient said she felt some discomfort. Caller said they stopped MRI and patient said the discomfort went away and she was fine. The change in therapy /symptom was noted as sudden. There were no further complications reported.